Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode. The device was explanted due to safety mode and premature battery depletion. A new device was successfully implanted and remains in service. No additional adverse patient effects were reported.